Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, high ventricular rate (hvr) episodes causing lead noise were noted on the electrograms. The noise was too large to program around. Programming changes were discussed. The patient was stable and will continue to be monitored.